Event description:
During a ventricular tachycardia (vt) procedure, it was noted an electrode was displaced on the catheter. The cable was exchanged and the pin location was changed with no resolution. The catheter was exchanged and the procedure completed with no adverse patient consequences.

Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6. One 7f, duo-decapolar, medium curl, livewire ep catheter was received for evaluation.  Microscopic investigation revealed no anomalies to the electrodes. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The reported displaced electrodes reported was not confirmed.